Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation. Upon lead testing high impedances were observed on the lead. Patient denies any traumas or falls. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.